Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 407 mg/dl, 99 mg/dl, and 109 mg/dl. Customer states he may not have inserted the strip completed when he had the result of 407 mg/dl. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549310, expiration date 12/31/2007.